Manufacturer narrative:
Investigations show that there was no device malfunction. The patient¿s historical data was reviewed and findings show that the episode of low spo2 was appropriately classified and a corresponding alarm generated for the event. All device tests passed including both visible and audible alarming. Device functioned as intended use, and the device was returned to the customer. This report is considered final and the issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2020, the bed did not alarm for sp02. No injury was reported during this event.